Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term

Event description:
It was reported that unspecified error message occurred. The sensor was inserted into the arm on (B)(6)2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of unspecified sensor issue is reportable based on the finding of unspecified error message greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that unspecified error message occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The product was evaluated. An external visual inspection was performed and no damage. Pairing test was performed and failed. A review of the share logs was performed and failed. The allegation was confirmed. The probable cause of the signal loss could not be determined. The reported event of unspecified sensor issue is reportable based on the finding of unspecified error message greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).